Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed,no leaks were detected in cuff. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Phone: (B)(6).

Event description:
Information was received indicating that a smiths medical tracheostomy tube had a leak in it. This was found during intubation and the cuff was checked before the procedure. The user had to overinflate the cuff. The patient had 76% o2 saturation leading to respiratory distress. There were no other reported adverse events.